Manufacturer narrative:
Investigation results: since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination.

Event description:
No additional information.

Event description:
It was reported that bd syringe 1ml ll stopper was defective / damaged. The plunger was removed from the syringe. Complaint criticality: non serious as patient missed the dose.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.